Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 5077474/5077447.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure wherein all device components were removed. No further information has been obtained despite good faith efforts.